Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2021: 8637-40. Neuro pump implanted (B)(6) 2012: 023 interstim urinary mgu ipg, implanted (B)(6) 2006: 3093-28 interstim urinary mgu lead, implanted (B)(6) 2006: 8575 neuro accessory, implanted (B)(6) 2005: 8709 catheter, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall post pacemaker change. It was noted that the right atrial (ra) lead was oversensing and the right ventricular (rv) lead exhibited a lead warning for impedance and oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.